Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particles were found inside the reservoir of a large volume infusor. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 20, 2015 ¿ january 21, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.